Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause for low bg was not known. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.